Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacralnerve stim. It was noted that normal procedure was followed intra-op for conversion of the patient from trial to implant; after disconnecting the lead from the external extension and wiping the lead as normal, to clear any debris, it was inserted into the battery header to the normal position of showing the blue on the lead all the way through the lead channel of the battery. The lead was then torqued with the packaged torque wrench and the audible click was heard. A gentle tug on the lead was given to make sure the lead was seated and being held by the setscrew, but the lead came out of the channel on the battery when gently tugged. The lead was reinserted into the battery without the need to move the set screw, the torque wrench was again inserted into the set screw and torqued until an audible click was heard, and again the lead pulled right out of the battery when gently tugged. This process was completed one more time and then another battery was given into the field, to the surgeon. The lead was inserted into the second battery in the same manner as the first, the setscrew was torqued until an audible click was heard, and the lead remained in place when gently tugged. This battery was placed into the incision pocket and impedances were checked and found to all be within normal limits. Post op the stimulation was felt vaginally at 1.7 volts on c6. The issue was resolved, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Visual examination revealed a punchout hole in the {x} setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.